Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It is likely that the following led to the foreign material remaining in the device: due to the leakage from the plug unit identified during the device inspection, proper reprocessing may not have been possible, and the foreign matter may not have been removed. The detection method associated with the event is provided in the gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The preventative measures are provided in the gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there were scratches and some red residue on the inside of the colonovideoscope. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found the production label peeling, image tilt out of standard, small chip switch1, distal end plastic cover cracked,chipped,scratches, object lens adhesive peeling, light guide lens cracked, adhesive peeling, bending section cover cracked, peeling; boroscope indicates scratches and residue inside. Insertion tube boot torn at the bottom, plug unit leak, and electrical contact pins. Should additional relevant information become available, a supplemental report will be submitted.